Event description:
It was reported that the blood control feature is not working on the bd insyte¿ autoguard¿ bc shielded IV catheter. The following was received by the initial reporter. The issue is with the bc valve/system. After insertion, the blood control mechanism/valve is not working properly and the insertion site bleeds until it is either occluded manually or the primed infusion tubing is connected.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood control feature is not working on the bd insyte¿ autoguard¿ bc shielded IV catheter. The following was received by the initial reporter. The issue is with the bc valve/system. After insertion, the blood control mechanism/valve is not working properly and the insertion site bleeds until it is either occluded manually or the primed infusion tubing is connected.